Manufacturer narrative:
(B)(4). Review of CT¿s from 7 months post-implant revealed that the endurant stent graft system was implanted in the patient. The bifurcate was positioned 5 ¿ 10mm below the renals. The bifurcate proximal stent graft od measured 23mm. The ipsi limb was placed down into the right common iliac artery. The contra gate opened on the right side and the contra limb was positioned distally into the left common iliac; the limbs crossed within the distal aaa sac. The maximum aaa diameter measured 4.7cm. Contrast was seen outside the stent graft; this appeared to be a type ii endoleak from a possible patent ima and lumbar. No clear stent graft endoleak was confirmed. Beginning just below the contra gate, areas of thrombus were seen within the contra/left limb and to a lesser extent within the ipsi/right limb. Both limbs were patent within the iliac arteries and distal to the stent graft. No obvious stent graft compression or kinks were observed, and the iliac arteries were non-tortuous. The ID of the contra limb just distal to the gate near the start of the occlusion measured 15mm, and the ipsi limb ID was 12mm at that same level. The distal aortic diameter measured 25 x 28mm and was moderately calcified. The minimum contra limb ID within the distal aorta measured 13mm, and within the ipsi limb was 10mm. The distal contra limb od measured 17mm and the distal ipsi limb od was 17mm. No other stent graft issues were obs erved. Review of CT¿s and 3d film report from 16 months post-implant revealed that the bifurcate was positioned 5 ¿ 10mm below the renals. The bifurcate proximal stent graft od measured 23mm. The maximum aaa diameter measured 5cm. Contrast was a again seen outside the stent graft; this appeared to be a type ii endoleak from a possible patent ima. No clear stent graft endoleak was confirmed. Beginning just below the contra gate, thrombus was again seen within the contra/left limb. No thrombus was seen within the ipsi/right limb, and both limbs were patent within the iliac arteries and distal to the stent graft. The stent graft configuration was similar to the earlier study and no obvious stent graft compression or kinks were observed. The ID of the contra limb just distal to the gate near the start of the occlusion measured 15mm, and the ipsi limb ID was 12mm at that same level. The distal aortic diameter measured 25 x 29mm, and the minimum contra limb ID within the distal aorta measured 13mm, and within the ipsi limb was 11mm. The distal contra limb od measured 17mm and the distal ipsi limb od was 17mm. No other stent graft issues were observed. The cause of the limb thrombus could not be determined from the films provided. No obvious stent graft kinks or compression were observed which could explain this event. Angio¿s were not available for review; the blood flow dynamics could not be assessed from the CT¿s provided. This may have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. Images during and post limb relining of the left/contra limb which resolved this event were not available for review. The likely type ii endoleak was anatomy related.

Event description:
An endurant ii stent graft system was implanted for in a patient for the endovascular treatment of a 55 mm in diameter abdominal aortic aneurysm. It was reported that the follow up CT shows clot has developed in the left limb below the flow divider. The physician stated that the cause of the event was unknown. The physician treated the patient by relining the left side with another 16x16x124 endurant limb and the event appear to be resolved. The physician will keep the patient anti coagulated. No additional clinical sequelae were reported and the patient is fine.